Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump showed travel coarse error: check clutch/plunger. There was unknown patient involvement. No patient harm/adverse event was reported.

Manufacturer narrative:
D3: correction. D9: date returned to mfg 27-nov-2024. One device was received for evaluation. A functional test was performed, and the reported issue was duplicated. The cause of the reported issue was due to worn clutches. As a result, the clutches were replaced. Service history review identified the device has not been previously serviced.